Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the rotation tab bent and the first clip protruding from the channel. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to load properly as it became stuck in the bent rotation tab. It was observed that there was no clip in the next position of the channel. The sample was disassembled to inspect the internal components. It was found that the clips were out of position in the channel. The pivot holes for the top jaw was also deformed and one of the pivot holes for the bottom jaw was deformed. The top jaw was slightly bent , and the jaw spring was bent on the side that connects to the top jaw. It's unlikely that the clip stack caused the damages to the jaws. It's possible that the jaws were damaged during use. The sample was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. The broken ratchet caused the clips to come out of position and stack on one another in the channel, which prevented the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "not loading properly" was confirmed based upon the sample received. One device was returned with the rotation tab bent and the first clip protruding from the channel. Upon functional inspection, no audible ratchet sound was heard , and the first clip was unable to load properly as it became stuck in the bent rotation tab. It was observed that there was no clip in the next position of the channel. The sample was disassembled to inspect the internal components and the ratchet ears were confirmed to be broken. The clips were also out of position in the channel. The broken ratchet caused the clips to come out of position and stack on one another in the channel, which prevented the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue.

Event description:
It was reported that the first clip fired perfectly and as the surgeon went to load the second clip off the vessel it did not spring open as it normally does. He just fired the clip outside the patient, but the clip continued to not load properly. He asked for another applier and it worked fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1900439 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the first clip fired perfectly and as the surgeon went to load the second clip off the vessel it did not spring open as it normally does. He just fired the clip outside the patient, but the clip continued to not load properly. He asked for another applier and it worked fine.